Event description:
Post abdominal hysterectomy, two catheters were attempted to be removed - one catheter came out without difficulty, while the second catheter appeared to be stuck. After repeated removal attempts the catheter broke outside of the patient. The surgeon removed the remaining catheter segment surgically in 2005. The pump and catheter(s) wer discarded.